Manufacturer narrative:
The exact cause for the breakage cannot be conclusively determined. As stated above our trend analysis reflects no problem with this pattern. Based on above observation we strongly believe that this is a fatigue breakage caused by improper handling. Thus no corrective action is to be taken at our end.